Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
As dr. Das attempted to use the 1.5 atherectomy device at 50 mj, there was a warning "sensory error" within 3-4 seconds twice in a row before the device would function properly. Once the device began to function, the first run down the sfa @50mj was extremely tight (throughout) and dr. Das felt tension. The catheter would not pass through the distal sfa cap and I {angiodynamics representative} advised him to run the catheter in the cap for 10 seconds (@50mj) and then attempt to pass through but again it would not cross the lesion. Dr. Das then said he wanted to treat the lesion at 60mj, I advised him that the engineers and IFU do not recommend this for the entire length of a lesion, but because he had significant tension throughout the procedure he felt that this was essential for a positive outcome. The catheter advanced fine until it again reached the distal cap and would not advance. I again suggested for allowing the device to run for 10 seconds on the lesion (and to consider a balloon inflation if it did not succeed). Dr das ran at 60mj for 10 seconds on the cap then attempted to cross again but the catheter would not advance. When dr. Das began to remove the catheter from this lesion the blade detached and appeared to be stuck in that lesion (still on the wire). He was ultimately able to retrieve the blade with a small balloon and pull it out of the sheath. He was able to successfully complete the intervention with positive results and no harm to the patient. The device was indicated as available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Eximo performed an investigation of the returned sample. The customer's reported complaint description of tip detached from catheter was confirmed. The ID and od of the catheter was observed to meet specification. No outer blade was returned, however, the appearance of the tip of catheter showed at least intact, including glue, which implies sliding off mechanism of the outer blade due to excess energy used. No manufacturing non-conformances were observed during sample evaluation. The root cause for the tip detachment is likely related to incidentally set initial energy in a temperature that is different from the temperature present in the cath lab, resulting in higher energy that led to blades sliding. Hardware review: eximo laser unit s/n (B)(6) was used during this event. Complaint file (B)(4) was opened to service this unit due to the sensor tolerance error warning. Station settings and energy sensor level was adjusted. Based on this review the setting of the hardware unit was determined to be root cause of high energy that resulted in the tip detachment. Complaint event was forwarded to laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported lot number ex017af16. The review confirmed that the lot met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Potential complications: distal embolization. Note: it is expected, especially with cto lesions at the cap, that the advancement rate may be slower. In any such case, and in any other occasion that the catheter does not seem to be advancing at a certain point, please follow the instructions below: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).